Manufacturer narrative:
The complaint for oily substance was confirmed. A sample was taken and placed in retention. It is possible that the origin of the substance was the result of cleaning. Upon disassembly, technician confirmed through visual inspection, that the rotor bearing was shattered and the e box required replacement. The bearing, e box and sag head were replaced. The device passed all final inspection activities prior to return to the customer.

Event description:
It was reported that the device has an oily substance on the handle. It was found during service floor at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.